Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. This issue was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. Although the customer responded to inquiries regarding this issue, and reported that the ventilator had been repaired in-house, they did not provide information regarding how this event was rectified. No further information was provided.

Event description:
The customer reported a ventilator with a speaker test failure. The customer also reported a check valve issue. There was no patient involvement / harm.